Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump had power error detected and hardware low level failure. The customer¿s blood glucose level was unknown. When the self test was performed after the reset of power error was completed, hardware low level failure alarm occurred twice in a row, so secondary support would be performed. Although there was a super rapid-acting pen, there was no long-acting type, so the patient was told to consult with the medical facility. No further details given. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2020 10:12:01 am and replace battery now alarm on (B)(6) 2020 6:00:01 am. The power management graph confirmed pump error 25 and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due software error. Confirmed in the pump downloaded history the pump alarmed pump error 4 on (B)(6) 2020 15:19:12.000 and pump error variable 3 on (B)(6) 2020 15:19:14.000 due to broken trace u1 pin6 on keypad assembly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and keypad overlay texture. The p-cap/reservoir does lock properly. The pump trace download analysis confirmed the pump alarmed pump error 25 due to software error. Confirmed pump error 63 in the download history due to broken trace u1 pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.